Event description:
Dist reported that a dentist exerted too much force trying to remove a temporary gingival cuff causing the implant to lose integration.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was unable to review of the lot history of the subject product since the product's lot number was not provided by dr's office.